Manufacturer narrative:
The field service engineer (fse) went on-site to evaluate the suspect device. The fse cycled the device on and found a broken power knob. A replacement power knob was used as a resolution. The operational verification procedure was performed and passed. Having met manufacture specifications the device was returned for use. At this time, the reported device behavior could not be determined and no assembly failure was associated with the reported device behavior.

Event description:
The customer reported a fluctuating mean airway pressure (map) setting, while in patient use on this oscillator ventilation device. The customer stated no patient impact or compromise with this event.